Manufacturer narrative:
This report is submitted on march 22, 2023.

Event description:
Per the clinic, the patient experienced swelling and pain at the incision site on (B)(6) 2023. Subsequently, the patient was hospitalised (specific date and duration nor reported) and treated with IV antibiotics (specific date and duration not reported). The implanted device remains.